Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-aug-2023. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 05-jul-2023, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant hemoglobin result on a 75 year old male patient being treated for calcaneal osteomyelitis failing r femoral to anterior tibial in situ bypass. There was no patient additional information at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) -2023, collected tested: 10:47 10:48 , hgb: 6.8 g/dl , hct: 20% pcv , sample: arterial. Sysmex, (B)(6) 2023, 10:52 12:11, 8.0 g/dl, 24.2% pcv, arterial. I-stat cut off for hct is <18.0% and >61%. I-stat cut off for hgb <7 and >18 g/dl. The customer states that the patient was transfused on the I-stat hemoglobin result of 6.8 g/dl at 10:48. There was no repeat on I-stat. A hemoglobin result of 8.0 g/dl was obtained from the lab at 12:11. It is unknown if the patient was actively bleeding and would have a required a transfusion. As a result, abbott point of care determined that the patient may have received an unnecessary transfusion resulting in an adverse event. The facility reports that the patient is ok after the transfusion. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.